Manufacturer narrative:
The unit was received at spacelabs; however, evaluation of the device is still pending. A follow-up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that their qube bedside monitor would randomly power cycle. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs equipment service technician evaluated the device and confirmed the reported failure. The issue was found to be caused by a faulty cpu pcba. After repair, normal function was verified and the device was returned to the customer.